Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the moderately and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 18 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.